Event description:
It was reported that during the preparation of the dilatation catheter, a piece of plastic was flushed out from the device. Reported, there was no pt injury. This MDR is being filed due to the investigational findings.